Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. The same day as peritonitis onset, the patient was hospitalized and treated with injection vancomycin (1 gm, every 96 hours, intraperitoneal, ongoing) and injection meropenem (1 gm, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from peritonitis. It was reported that four days after event onset, pd therapy was discontinued, the pd catheter was removed, and the patient was shifted to hemodialysis (ongoing). It was reported that the retraining on the proper aseptic technique is ongoing. No additional information is available.

Manufacturer narrative:
Additional information: b5, b6, b7 and d10. B5: upon follow-up, it was reported that on an unknown date, antibiotics treatment were discontinued and the patient recovered from peritonitis. On an unknown date, retraining for break in aseptic technique was done. It was reported that the patient was on pd therapy with hd therapy. Should additional relevant information become available, a supplemental report will be submitted.